Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported to have been injected in the forehead with unknown juvéderm®, as the patient ¿lost weight during training and want to look fashionable." The patient ¿started to have huge swelling and rump on the forehead¿ 2 days after the injection. Allegedly, the doctor told the patient that the filler should be settling in, but it was getting bigger over time. The doctor considered it as an infection, so treated it within a week with steroid tablets and "dissolvent" on the forehead. The patient was also prescribed antibiotics, and the lump went away. The patient had another unknown juvéderm® injection in the forehead over 4 months later. Allegedly, the doctor told the patient that this unknown juvéderm® was more soluble soft and flexible than the previous one. The lump came back again 2 days later. The patient started to have the swelling again. The patient had ¿swelling and rump¿ on the face again. For this second reaction, the doctor told the patient that they were still getting used to it and left it for 3 weeks before treating it. Allegedly, the doctor commented that the patient¿s body was rejecting the filler, so the injector used more ¿dissolvent¿ and even cut the patient¿s forehead opened to squeeze the filler out. The patient commented that the pain from the use of ¿dissolvent¿ was the worst ever experienced. The patient was then prescribed antibiotics, antihistamine and anti-inflammatory. The doctor used ¿dissolvent¿ on the patient each week for 5 weeks but there is still lump every now and then. The patient added, "I had huge swelling on eyes, and I now have constant red eyes, blurry vision, also found hematoma above the eye brows. I need to use eye drops 4 times a day.¿ the patient also mentioned that their ¿nose blended in the face.¿ the patient is still getting bumps here and there which are huge "like golf balls about 5cm and tender." Every week a new bump comes up. The patient stated that their vision is still blurry, and their eyes are bloodshot. Patient cannot read the phone without their glasses. Patient stated it was never like this before the injections. The patient also stated that one side of their nostrils is constantly blocked and can¿t breathe through it. Patient also had 5ml of the filler injected into the hands, which are still puffy. Patient reported being hospitalized by another doctor, having seen specialist, and the treating doctor did not see the patient after 4 days. The patient trains every day, but the doctor told the patient to stop training. The patient said, "it has been the worst 6 months in my life" and "it has put me in depression." The patient noted that the doctor does not know what the cause of this problem is and has never seen this before and has no idea how to fix it. The patient does not want deal with their injector anymore. The patient has seen other doctors and one of them told the patient that they "should have been hospitalized on that day" when looking at the photos. Another cosmetic surgeon said "I am not going to touch you" as they do not know what the problem is. A specialist refused to touch the patient as the specialist did not know what was injected into the forehead. The patient is seeing a gp to get another referral to see another cosmetic surgeon. The symptoms are ongoing. The patient does not know which juvéderm® or how much was injected. The patient was taking eye drops concomitantly. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00903 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2019-00904 (allergan complaint # (B)(4)). This MDR is submitted for the injection in the hands with suspect product, unknown juvéderm®.